Event description:
Patient reported that she had been diagnosed with cancer, specifically "bladder cancer." Patient additionally reported experiencing "hard knots or lumps surrounding the implant or in the armpit, a lump or thickening in or near the breast or in the underarm area," and having "capsular contracture," baker grade IV. Patient additionally reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. Missing shell due to inconclusive.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/jul/2010 and 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The events of cancer, lump/nodule, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that she had been diagnosed with cancer, specifically "bladder cancer." Patient additionally reported experiencing "hard knots or lumps surrounding the implant or in the armpit, a lump or thickening in or near the breast or in the underarm area," and having "capsular contracture," baker grade IV. Patient additionally reported a right side rupture. Device has been explanted.